Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not making audible alarms. According to the customer, the visual alarms were still visible and patient monitoring was never interrupted. The customer plugged the audio cable back in and the sounds began working again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was not making audible alarms. There was no patient injury reported.